Manufacturer narrative:
The complaint of an external leak is confirmed. No information is available regarding date of placement, frequency of access, complications, catheter maintenance or dressing protocol. The discoloration of the catheter between the venous and arterial lures and surecuff is due to chemical staining. Evident by the complaint sample that was returned it appears the catheter has been exposed to a skin prep or catheter cleaning solution. During functional testing a small spraying leak was observed emanating from the distal end of the bifurcation site. Gross and microscopic examinations reveal a partial tear in the tubing at the juncture of the tubing and the distal end of the bifurcation site. The partial tear is perpendicular with the central axis of the tubing. The partial tear in the tubing contains characteristics associated with tensile damage. This type of damage can occur when the catheter is stretched beyond its elastic limits. The break is possibly related to stresses placed on the tubing; however, at this time exact mechanism of damage is unknown. Gross visual and microscopic examinations functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. This may be a user maintenance issue. A chr of lot #reua1162 showed no other similar product complaint(s) from this lot number.

Event description:
During a dialysis procedure, there are blooding and massive entry of air. The personnel stopped the procedure and transferred the patient to the clinic where the catheter has been changed rapidly. The doctor inspected the catheter and he noted a leakage at the level of the insertion of the catheter in the rectangular piece of plastic.